Manufacturer narrative:
Technician found bed in "down" storage. No patient impact reported. Complaint: head up function not working. Function does not work manually or under power. Battery led is on. Cause: faulty valve guide tube. Replaced head up valve guide tube to resolve this issue.

Event description:
Information provided alleged that the head up function was not working. Function does not work manually or under power.